Event description:
Manufacturer report number: 3002953813-2018-00067. During a procedure, the patient experienced a burn under the grounding pad.

Event description:
During a cervical radiofrequency ablation procedure, a patient burn occurred. The grounding pad was placed on the shoulder with no wrinkles noted. The burn was applied with saline, ice, and bacitracin before the patient went to the ER where silver silvadene was applied. There were no performance issues noted during the procedure.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the root cause of the reported patient burn cannot be conclusively determined as the issue reported was not reproducible during the functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.